Manufacturer narrative:
The field service engineer could not find a problem. Preventive maintenance was performed on the analyzer and no issues were found. Performance testing recovered with expected results.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system ver. 2 on a cobas e 411 immunoassay analyzer. The sample initially resulted in an hcg+beta value of 9.02 miu/ml accompanied by a data flag. The initial value was reported outside of the laboratory and questioned by a nurse as the value was not what was expected. The sample was repeated, resulting in a value of 293.1 miu/ml accompanied by a data flag. The sample was also repeated on (B)(6) 2022, resulting in a value of 302.9 miu/ml accompanied by a data flag. The repeat result was deemed correct. The hcg+beta reagent lot number was 61488800. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 had no alarms. Quality controls were within range. The investigation could not identify a product problem. The cause of the event could not be determined.